Event description:
During a pericardiocentesis procedure performed in a hospital, the complainant reported that the clinican had difficulty removing the guide wire from the catheter. The catheter and guidewire were removed together, and a new pericardiocentesis catheter was placed in the patient. The event did not result in injury or harm to the patient or end users.

Manufacturer narrative:
Device return is anticipated. A failure investigation will be conducted. Once additional information is available, it will be included in a follow-up to this report and forwarded to the agency. Note: merit's sales representative in france failed to report this event promptly to merit's returned goods authorization department, resulting in a delay in filing this report.